Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmissions from the patient's implantable cardioverter defibrillator revealed an episode of non-sustained right ventricular oversensing due to post-paced t-wave oversensing. The patient did not receive inappropriate therapy during the oversensing. Programming changes were made to address the event on (B)(6) 2020. There were no patient symptoms or consequences reported.